Event description:
Information received by medtronic indicated that the insulin pump had a motor power supply voltage error detected and critical block and inverse critical block did not add to zero error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and the insulin pump did pass it. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient returned product with allegation of pump error 41 and 15 on (B)(6) 2021. Patient stated she got another pump error 41 and 15. Patient received error 15 on the 9th and error 41 today. Patient wants to replace the pump as she said that she keeps on having the error for the past few months. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 41/15 alarm noted during testing. Thump software was utilized and downloaded trace/history files properly. Pump error 41 confirmed in the history file on [(B)(6) 2021 at 07:44] [(B)(6) 2021 at 12:25] [(B)(6) 2021 at 12:15] pump error 15 confirmed in the history file on [(B)(6) 2021 at 20:23] file#: 540, line#: 391 (no sw or hw error code). Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube and minor scratched lcd window. No delivery/occlusion alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.